Event description:
During the treatment of a thrombus in the middle cerebral artery, the distal end of the guidewire broke. The physician removed the broken piece and completed the procedure with a new guidewire. There was no reported injury to the pt due to this event and the pt condition was reported as "good".